Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse analyzed the instrument and replaced the sample probe mixer, performed alignments in diagnostics mode, performed bottom of cuvette corrections and performed quick check. The analyzer was returned to customer. The cause of the discordant vancomycin result is unknown. The analyzer is performing according to specifications. No further action required.

Event description:
A discordant vancomycin result was obtained using a dimension vista 500 analyzer. The initial result was reported to the physician. The same sample was repeated on the same dimension vista 500 analyzer and a higher result was obtained. A corrected report with the repeat value was reported to the physician. An alternate dimension vista 500 analyzer was also used to confirm the reported repeat value. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.